Event description:
Reportedly, 3 devices had 2 consecutive remote follow-up reports during the night of april 1st.

Manufacturer narrative:
Please refer to the attached report analysis confirmed the reported behavior: two transmissions were made during the night between 01 april 2024 02 april 2024 by the three involved smartview connect, liked to the three : platinium vr 1210 (sn :(B)(6), sn :(B)(6), sn :(B)(6)). - the double transmissions resulted from the change to central european summer time (cest) which occurred at 2:00 (clocks were turned forward one hour), leading to a change at the back office level on the time of all the already programmed follow-ups. As a result, the smartview connect performed their first transmissions as planned, and then connected to the back office and downloaded the updated calendar configuration, which led to the second transmissions. - it should be noted that there is no patient/user safety risk associated to this behavior.

Event description:
Reportedly, 3 devices had 2 consecutive remote follow-up reports during the night of april 1st.